Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The device showed 3 separations on the nickel shaft. The first separation was located at 2mm from the hub. The second separation was located 36cm from the hub and the third was located at 96.5cm from the hub. No other damage was noticed on the shaft. The device was not completely separated the inner liner was intact. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2018. It was reported that the catheter became kinked. A direxion hi-flo fathom-16 system was selected for use for a transcatheter arterial chemoembolization (tace) procedure in the liver. During introduction of the device through a catheter, it was noted that the direxion catheter became kinked in multiple areas along the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine. However, device analysis revealed shaft fractures. It was further reported the device kinked and fractured during procedure inside patient/sheath.